Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient stated they were having problems. Patient stated they spoke with hcp over a year ago and at that time patient stated they told them they wanted the device removed as pt stated they did not feel that it was really working for them with all the time they had given it. Pt stated hcp advised pt at that time that they would speak about it later on. Pt reported now suddenly they don't feel the implant anymore when pt stated they use to always be able to feel their implant when they palpated their skin when "taking showers and so forth". Pt also reported in the last 3 days getting severe cramps in their right leg "where the instrument was inputted". Pt stated they would like to get it removed but stated they don't know how to go about this as pt stated they are currently in the dominican republic. Pt inquired about physicians in the dr that are familiar with the interstim systems. Agent was unable to locate this information and reviewed this with pt. Emailed pt hcp listing in us near pt's city (baldwin, ny) as pt stated insurance is only accepted in us and stated they can fly home to be seen. Pt stated their managing hcp is currently out of the country on vacation until august. Pt reported they need to see a physician as soon as possible to resolve the problems they are having with cramps at night as pt reported it is very severe. When agent asked for event date pt stated the first thing they noticed when they were bathing they can always feel the "apparatus" and pt reported they noticed maybe 4-5 days ago that they could not feel the "apparatus" (implant) anymore when bathing when they were pressing/palpating their skin and wondered what happened. Pt stated they can no longer feel the implant where they use to be able to feel it. Pt reported then they suddenly started getting pain at night like a sciatica pain where their calf was getting really hot. Pt stated they did not know what this was attributed to and stated they talked with a physician in the dr and that physician suggested that pt take magnesium to help with the cramps. Pt stated they are taking magnesium but they still want implant removed. The patient was redirected to their healthcare provider to further address the issue. Pt stated hcp is out of the country until august. Pt stated they need to see someone sooner than august. Pt stated they don't want to go on with this pain as pt stated they either get pain medication to keep them going until they go back to the states or they need to "take a flight out". Pt stated they don't want these daily pains that pt stated is making them "incapacitated". Pt stated seeing a hcp in the dr is out of the question as pt stated they do not want anyone not trained on this to touch them. Sent pt hcp listing per pt's request.